Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notification/s were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and previously returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a servicing failure which correlates to the customer reported issue. CAPA reference: (B)(4) the customer stated that there was no patient involvement.

Event description:
Case ID: (B)(6). Case status: open. Summary: 8100 error code. Case notes: problem description (B)(6) 2018 08:58:59 (B)(6). Customer called experiencing error code 242.4030. I instructed to the customer to observe if there is any mechanical movement when the open the lvp door when experiencing the error code. If so the issue is mechanical and recommended looking at the motor, ail or bezel. If there is no movement the issue is electrical and could be the motor or the motor control board. Customer will attempt. No patient involvement. Sn: (B)(4).